Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the bending rubber steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, our technician confirmed that the operation channel (primary) deformed, the suction channel deformed, the lg water supply tubes deformed, the lg air supply tubes deformed, and the warning/caution label worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.